Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the bottom cover, slice on the tubing between the fantail and electrode ground ring as well as on the large tubing, and the electrode was kinked. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires in the fantail region. System lock was verified. Impedance value of some channels were out of range. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. X-ray inspection revealed broken wires in the fantail region. It is believed that these breaks caused the multiple open electrodes reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.